Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported a few issues with the adaptive stim settings. During configuration of the programs for all positions, the rep confirmed all adjustments with the "set position intensity" button. Patient just sat on their chair but the position just changed of bending over and the position upright changed on the setting screen of the tablet from 5 to 7 ma. Program 2 didn't change and program 4 changed from 16.5 to 15 ma. Additional information received reported that it seemed that the programmed position settings didn't match with the identified positions of the patient and the settings programmed before. Actions taken included the settings of adaptive stimulation were programmed twice and the patient was told to save positions for them if needed while keeping position for the defined time. Patient confirmed knowing that function. The cause of the adaptive stimulation programming issue was not determined.